Manufacturer narrative:
Ous MDR - the analysis of the lead discovered that the insulation of the lead body was damaged by fraying about 61 cm distal of the connector pin. This damage is to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of an excessive mechanical load on the lead in the area of the valve plane. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the shock coil is probably due to the explantation process. There were no indications of materials defects or manufacturing errors.

Event description:
Ous MDR - oversensing was reported after an implantation time of about 30 months and the lead was explanted. No worsening of the pt's state of health was reported.